Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe of the coulter act diff analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing proper personal equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse observed that the probe of the instrument was leaking a few drops after start up. The fse noticed that pinch valve lv12 was sticking. Pinch valve lv12 controls the aspiration of diluent to the probe. The fse replaced the pinch valve and the leak was fixed. The repairs were verified per established procedures. Per product labeling: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).